Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions, and after the reset, the caller successfully started their sensor session with no recurring error code.